Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant the patient experienced an infection. The organism was identified as (B)(6). The implantable pulse generator (ipg) system was explanted and the ipg was replaced. No further patient complications have been reported as a result of this event.